Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The fenestrated bipolar forceps instrument was analyzed and found to have a broken grip cable at the distal end. The complaint was confirmed by failure analysis.

Event description:
Refer to h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted low anterior resection (lar) surgical procedure, the 8mm fenestrated bipolar forceps instrument had a broken black conductor wire. The procedure was completed as planned with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument was not inspected prior to use. There was no anomaly when the procedure started. The surgeon felt the move had problem and replaced it with back up instrument. The energy cable was loose. Since it was replaced immediately after confirming that it was not working properly, the power supply has not been confirmed. There was no thermal damage observed. There was no damage that resulted in a fragment fall inside of the patient¿s anatomy.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the fenestrated bipolar forceps instrument for evaluation, but evaluation has not been completed as of the date of this report. Therefore, the root cause of the customer reported failure mode has not been determined.